Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak underneath the laser assembly of the coulter lh 750 analyzer. The sample line from the mixing chamber to the flow cell was disconnected. The operator was wearing personal protective equipment (lab coat, gloves and goggles) at the time of the incident and no medical treatment was sought by the operator. No injuries occurred and medical attention was not sought. No reports of exposure to mucous membranes or open wounds. The facility has an exposure control plan or risk management plan in place.

Manufacturer narrative:
A bci field service engineer (fse) investigated the leak and determined the leak was due to a disconnected quench line (stabilise) and not the sample line. Fse replaced the quench line at mixing chamber. A clear root cause is unknown.